Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a low anterior resection, the anvil head could not be removed. When the stapler was pulled out forcibly, the anvil head remained in the intestine. When the surgeons checked by anoscope, the staples were placed, but almost all around of the tissue remained uncut. An anal incision was made and the surgeons were able to remove the anvil by using an electrosurgical device to resect the tissue inside the staples. It was reported that the surgical time was extended for more than 30 minutes. There was tissue damage and the incision site was extended by more then 3 cm. It was also stated that there was less than 200 cc of bleeding that occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring and mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. The anvil did not disengage during cycling. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.